Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. A local sales representative reported the rv lead noise was due to muscle noise after further investigation. The physician thought the lead dislodged. As a result, an invasive procedure was performed. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. Dried body fluid was observed throughout the lead lumen. Additionally, a separation was noted in the insulation from the proximal end of the anode ring at 577 mm from the terminal pin. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.